Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope's angulation was down. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. The device was returned to olympus for evaluation and the evaluation found the following findings: the play of the up and down knob and bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip and a crack, the adhesive on the objective lens and light guide was peeled, and the image guide protector and plastic distal end had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Prior to the device being returned, the customer cleaned, disinfected, and sterilized the device. The customer wiped/brushed all external surfaces of the endoscope, with a clean lint-free cloth/brush. The customed flushed the air/water nozzle channel with detergent solution. Additionally, the customer flushed the air/water nozzle with air and water. There were no abnormalities in the accessories used for reprocessing, and there was no delay in the start of precleaning.